Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and sent a replacement with updated software to the customer, who will use mdi as a backup therapy to ensure insulin delivery is not interrupted. The customer received instructions for putting the pump into storage mode and was advised to return the defective pump using a pre-paid label. Training will be available to the customer in their tandem source account.